Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred. Reportedly, the customer self-troubleshot the alarms. There was no reported adverse impact to the customer's blood glucose level. Customer did not require any follow ups.